Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited open pace counts on both the bipolar and unipolar configurations. The lead remains in use and the physician will continue to monitor the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead continued to exhibit a rise in impedance which is currently at high levels.